Event description:
It was reported that the ventilator failed pass pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The o2 sensor and moisture trap on the expiratory cassette was replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were returned for investigation. The o2 sensor is a measuring device for the inspired o2 concentration and will not affect ventilation. If the o2 sensor fails, alarms will be generated during both pre-use check and ventilation mode. A failure in the moisture trap will be detected during pre-use check. It will not fail by itself during ongoing ventilation. Since no parts were returned for investigation, the root cause of the failed pass pre-use check has not been determined.

Event description:
Manufacturer's ref #: (B)(4).